Manufacturer narrative:
(B)(6). H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated and low or missing additive was confirmed. 15 retention samples were tested representing each tube rack position for k2 edta content. 3 out of 15 positions were below specification, thus confirming the complaint for an additive issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for low or missing additive which would contribute to the clotting defect reported. The issue was due to a manufacturing process, however a root cause was not identified. No other complaints have been received for this reported defect on this batch number. Awareness of the issue identified was made with manufacturing. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that after use with 10 bd microtainer® tubes with k2e (k2edta) clotting occurred. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: after blood collection in pediatrics, at the time of examination. Defect: the sample was coagulated and returned by the laboratory. Quantity: 10 sticks. Effects: no effect on patients and users.